Event description:
The patient reported that they have had no therapeutic benefit since their 2nd implant on (B)(6) 2011. They have had no results with the 2nd system and it hasn't worked at all. It was stated that they were reprogrammed 2-3 times at the healthcare provider (hcp) office with no change. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. **see related pe (B)(4) fall, back pain, lead broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.